Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that they were able to replicate the reported issue. The fiber optic cables were found to be damaged resulting in the intermittent communication issue. The representative then replaced the localizer to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect localizer was returned to the manufacturer for analysis. The localizer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The logs for the navigation system were reviewed by medtronic personnel. The evaluation found that the reported issue did occur. The logs stated that the serial port timed out. Showing that the damaged cables did lead to intermittent communication. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.

Event description:
A medtronic representative reported that, when attempting to verify instruments, the navigation system could not recognize any of the instruments. Exiting the software resolved the reported issue. When transferring to the registration page, the camera indicated that the localizer was disconnected. The navigation system then intermittently established a connection between the localizer and the system. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.